Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No sky-blue display anomaly noted. The device was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The insulin pump shows the menu screen but was too hard to read. The insulin pump suspended because the customer's blood glucose level had dropped to 62 mg/dl. The customer treated their low blood glucose with juice. The customer tried to see if the insulin pump was still on suspend or had resumed but was unable to because the screen appeared sky blue. The insulin pump had not been dropped or had gotten wet. The customer's most recent blood glucose level was 133 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.